Event description:
It was reported that "cup was implanted when the pt was a child and since has outgrown his implants - nothing was wrong with the implants."

Event description:
Reporter alleged obtaining a result of 399 mg/dl on aviva system 1 compared back to back with a result of 170 mg/dl on aviva system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. Reporter stated that she did not prepare her hands prior to obtaining the reading. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. (B)(4).